Event description:
It was reported that a perigee system with intepro lite was implanted on (B)(6) 2008, to treat the plaintiff's pelvic organ prolapse (pop) and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff has suffered permanent bodily injuries and significant mental and physical pain and suffering. It was also alleged that the plaintiff has suffered from recurring infections, urinary tract infections, difficulty urinating, catheterization, chronic bladder infections, continued incontinence, mesh erosion, mesh contraction, fistula and recurrence of prolapse. The plaintiff has also undergone multiple additional surgeries including, but not limited to, operations to locate and remove mesh, to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.